Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 429 mg/dl at the time of incident. Customer stated that she had over 6 times it was over blood glucose 500 mg/dl and she gives a bolus for the meal and somehow it was not giving background insulin, possibly a settings issues and other blood glucose value was 429 mg/dl, 545 mg/dl, 554 mg/dl and now 257 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they seems to alleging insulin pump for under delivery. Customer reports they did contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer performed displacement test and test was passed and declined to perform the high pressure test. The insulin pump will not be returned for analysis.